Event description:
On (B)(6) 2012, the reporter called animas alleging that several weeks ago, the up arrow button, down arrow button and ok button began with intermittent delayed response when pressed requiring multiple button presses to evoke a response. The reporter stated that starting today, all of the keypad buttons have completely stopped responding when pressed. The patient reportedly keeps the pump in a protective skin in a pocket and cleans the pump with a dry cloth as needed. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 06/20/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be damaged; the keypad cover was torn at the up arrow keypad button, exposing the underlying button contact. Testing confirmed no response when the up arrow, down arrow and ok keypad buttons are pressed. The buttons do not have normal spring back or click. The contrast and bolus buttons are functional. The keypad was removed for investigation revealing contamination present under the contacts of all the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.